Manufacturer narrative:
Manufacturer is trying to obtain further information. This report is referring to one of the case reported in the description. Second case is separately reported with our reference number (B)(4). Device not yet available.

Event description:
Manufacturer was notified via newspaper journalist who reported results from a heart surgery convention that took place in 2016 in city of (B)(6). According to the report, he reported that two patients had serious heart complication that took place after the implant of percival heart valve out of 22 patients operated. The device was reported to be dislocated from its normal position to left ventricle 3-4 hours after surgery. Manufacturer is trying to obtain more information of the incidence and the device in order to further investigate.

Manufacturer narrative:
The manufacturer attempted to follow up for further information about these events, but was not able to obtain confirmation of the events by the hospital or other details about the cases. As the devices were not available for analysis, and the serial numbers are unknown, no device investigation can be performed. As no device investigation can be performed, the root cause of these events cannot be determined. Unable to follow up; not returned.